Manufacturer narrative:
(Secondary intervention). Results: endoleak. The aortic neck has disease progression, is angled anteriorly and to the left, is calcified, and has dilated from 22 mm to 26 mm in diameter. Conclusion: the aortic neck has disease progression, is angled anteriorly and to the left, is calcified, and has dilated from 22 mm to 26 mm in diameter.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and a left common iliac aneurysm approximately 23 months ago. The aortic neck at the time of implant was 22 mm in diameter. Other information about the aneurysm and vessel morphology at the time of implant was not reported. The aortic neck is currently angled anteriorly and to the left, is calcified, and has dilated to 26 mm in diameter. It was reported that a recent routine CT demonstrated a proximal type I endoleak, although the patient is asymptomatic. There has been aortic neck dilatation and disease progression. A talent aortic cuff was successfully implanted and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.